Manufacturer narrative:
Qn# (B)(4). The customer report that "physician flipped the lever on the manta, pulled back and the whole unit came out of the body." Was able to be confirmed through visual inspection of the returned device. The customer returned one manta closure device, along with the dilator, and associated packaging. Signs of use in the form of biological material were noted on the device. The orange lever was engaged, and the anchor was deployed. The collagen was slightly sticking out of the lumen. The button valve was observed to be torn incorrectly into two pieces. One piece of the of the button valve was seen coming out of the distal lumen of the device. The remaining part of the button valve was still in place in the sheath housing. No damage was seen on the bypass tube or any other part of the device and the customer provided additional information that they did not experience bypass tube resistance. It's possible that the button valve tearing incorrectly caused deployment issues, however it's unclear with the information provided. A CAPA has previously been initiated regarding manta bypass tube failure that pertains to excessive resistance experienced by the user during manta advancement. The root cause was identified as a lack of process control, leading to a shift in button valve performance. Corrective actions were taken to improve process controls. The complaint rate for bypass tube failure is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Functional testing in which the suture was pulled was successful at engaging the tension gauge. Based on the customer report and sample received, the most likely root cause is undeterminable. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reproted that: "physician flipped the lever on the manta, pulled back and the whole unit came out of the body. Pulsatile bleeding was present. Physician had to go up and over to tamponade the bleed. Said there was no footplate or collogen in the manta. The patient is doing well post the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "physician flipped the lever on the manta, pulled back and the whole unit came out of the body. Pulsatile bleeding was present. Physician had to go up and over to tamponade the bleed. Said there was no footplate or collogen in the manta. The patient is doing well post the procedure."